Manufacturer narrative:
Sanjeva et al in long-term safety and effectiveness of the "optease" vena cava filter in cardiovascular and interventional radiology; doi: 10.1007/s00270-010-9969-9, report that in one patient, the filter, which had a dwell time of 12 days, was adherent to the cava and could not be retrieved. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Various complications have been reported with use of retrievable ivc filters. The predominant concern is the development of endothelialization, which would make subsequent removal impossible. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by patient characteristics and is not related to a product quality issue.

Event description:
Sanjeva et al in long-term safety and effectiveness of the "optease" vena cava filter in cardiovascular and interventional radiology; doi: 10.1007/s00270-010-9969-9, report that in one patient, patient, the filter, which had a dwell time of 12 days, was adherent to the cava and could not be retrieved.

Manufacturer narrative:
Please note: the catalog code (466fxxxx), represents an unknown optease vena cava filter. The catalog and lot numbers for the actual product used in the procedure is unknown. An investigation is in process to retrieve this information. Additional information will be submitted within 30 days of receipt. This device is not available for testing and evaluation.